Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the patient's ipg was explant and replaced. Therapy was restored.

Event description:
It was reported following a lead migration surgery on (B)(6) 2021 (manufacturer report number 1627487-2021-15144, 1627487-2021-15145) the patient¿s ipg lumbar was inoperable. Company representative confirmed the ipg was placed in surgery mode prior to the procedure. Troubleshooting was attempted to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.